Event description:
The customer reported oil mist coming from their unit. The customer reported experiencing some coughing with the oil mist. She did not see a doctor or require treatment for the cough. She stated that she no longer had the cough. The asp field service engineer repaired the unit.